Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels of 400mg/dl. It was also mentioned that the customer received a no delivery alarm as well as an off no power alarm. Troubleshooting occured, and it was determined that there was a bent cannula. No additional information was provided.